Event description:
The patient contacted animas on (B)(6) 2013, alleging hyperglycemia on (B)(6) 2013, with blood glucose (bg) of >600 mg/dl with difficulty breathing and moderate-to-large ketones. The patient reported treating the hyperglycemia with an injection of 2 units of insulin at approximately 5:00-6:00 pm. The patient was reportedly taken to the hospital where she received a diagnosis or diabetic ketoacidosis (dka) and abnormal electrolytes. The patient stated her bg level on arrival at the hospital was unknown. The patient reported the hospital course included discontinuation of insulin pump therapy, IV fluids and IV insulin. The patient was reportedly resumed on insulin pump therapy prior to hospital discharge on (B)(6) 2013. The patient stated that she was confused about the history of this event. The patient stated that she had not taken a bolus for something she had eaten and thought this was the cause of the hyperglycemia. During troubleshooting by customer support, it was noted that the time and date on the pump was resetting to the factory default of (B)(6) 2007, 12:00 am. The patient stated she was not aware of how long had been occurring. The time and date had reset on (B)(6) 2013, thereby giving the patient the incorrect settings for the day on (B)(6) 2013, which is when she experienced the hyperglycemic event that resulted in hospitalization. This complaint is being reported because the patient experienced an adverse event resulting from use error when the patient entered the incorrect time and date on the verify screen when prompted after the pump had rebooted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(6) 2013 with the following results: the black box indicates a time and date reset in within 05 minutes of powering off the pump. Pump was exercised for 24hrs on a 1.0u/hr basal program to ensure the internal battery was fully charged. After 24hrs the battery was removed for 2hrs. The bench testing confirmed when the battery was reinserted after 2hrs without power the time and date reset to 12:00am (B)(6) 2007. The pump cover was removed; a visible inspection confirmed the internal battery was leaking. Pump passed a 29hr flow accuracy test successfully. Unrelated to the complaint, a faded pinkish contrast was observed on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.